Event description:
It was reported that the shock lead impedance of this right ventricular (rv) lead had been gradually rising over the course of six months from 70 ohms to greater than 125 ohms, which was out-of-range. Technical services discussed lead operation with boston scientific field representative. It was noted that this patient will come to clinic for a device check in the near future. No adverse patient effects were reported. Currently, this lead remains in service.